Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) is not required to be reviewed per getinge standard operating procedure since the iabp was manufactured more than a year before the date of event. At this time, the customer has not requested getinge to evaluate the iabp. Additional information is being requested from the customer with regard to the repair and status of the iabp. A supplemental report will be submitted if this information is provided to us.

Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) had a "fiber optic sensor module failure" alarm. A getinge service representative suggested the customer to swap the iabp console out, which was done without issue. The original iabp was sent to the bio-med awaiting evaluation. No patient harm, serious injury or adverse event was reported.